Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The device date of manufacture is reported as unknown in the initial report. The date has been added as august 29, 2017. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and determined that the device locking mechanism unlocked during use. Therefore, the reported condition was confirmed. It was noted that the issue with this device is due to a design issue and has since been changed to remove material from two different surfaces to improve the latching mechanism by allowing the lever to travel further when closing. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to device design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the kincise broach-adapter-anterior device did not hold the actis broach device securely and the locking latch unlocked while in use with the impactor device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.